Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit by checking the blood pressure (bp) input with a trainer and noted that the bp displayed as expected. The stm checked the continuity of on the bp adapter cable and no open/shorts were detected, and the log files showed no indication of a failure. The stm input a bp signal through the external trigger and no problems were detected. As a precautionary measure, the stm replaced the bp adapter cable in the event that there was an intermittent open or short that was not detected during troubleshooting. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that there was no arterial waveform display on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.